Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 11/5/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there patient consequences? If yes, please specify. - please confirm the quantity of devices involved in the reported event. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please confirm the quantity of devices available to be returned and if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknow date and suture was used. It was reported that they had a provider suturing a patient and on the first set of sutures, the needle pulled off of the suture thread. She thought that was weird and perhaps she pulled hard when securing, so she got a 2nd suture with the same lot and the same thing happened. The needle disconnected from the suture thread. She then just got a different size suture and opened a 3rd package with the same lot number and was able to easily disconnect the thread from the suture needle just by slightly tugging on it. There were no patient consequences reported. Additional information was requested.